Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched in connection with this event. The customer was able to resolve the leak. (B)(4).

Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader. The customer reported the waste line detached from the waste cube and sprayed across the floor. The volme of the leak was less than 200 ml. The instrument operator was wearing gloves, a lab coat, and eye glasses at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event. The customer reported to beckman coulter (bec) customer technical support that the waste line was reattached to the waste cube to resolve the leak.